Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after being left plugged into the wall adapter for at least 30 consecutive minutes using the original charging supplies, and no further assistance was required.